Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the large needle driver instrument was noted as defective. There was no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.